Event description:
It was reported that clinician placed catheter in pt at 6:30 a.m. Pt was taken from step down unit to CT scan and then to surgical ICU. Extension tubing was attached to lumen to extend lines during transport. Around 11:00 a.m., nurse was monitoring wave form and central venous pressure. Monitor showed no wave form present. Nurse noticed line was backing up with fluid and then blood. When looking closer, she noticed there was a break in line where the hub meets the lumen. Nurse immediately clamped off line and reported it to surgeon. While waiting to have catheter exchanged she slightly moved line out of the way for another access and hub disconnected in her hand. Pt was taken into surgery and catheter was exchanged successfully. It was noted that two days later, pt expired. This was not as a result of the catheter issue. A follow-up report will be filed if more info becomes available.